Manufacturer narrative:
The insulin pump was received with moisture damage on electronic assembly. No blank display, unexpected vibrating or constant tone alarm was noted. The pump had cracked display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call of high blood glucose readings and fluid on the insulin pump. The customer's blood glucose reading was 467 mg/dl. The customer treated with humalog pens. The customer stated that she was canoeing and the pump was submerged in water. The customer stated that the pump was vibrating without an alarm or alert. The customer stated that the display went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.